Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date with unknown product. The patient was revised (B)(6) 2016 due to aseptic loosening. At the three year follow up, radiolucent lines were noted on x-ray, and the patient continued to have moderate pain. The patient underwent a second revision of all components on (B)(6) 2021. The patient was then lost to follow up from the study due to the revision.

Manufacturer narrative:
(B)(4) complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records, complaint history and x-ray review. Forty-nine images (radiographs and fluoroscopy images) were provided with (B)(6), taken on different dates between (B)(6)2009 and (B)(6)2021. Only the twenty-six images taken between (B)(6)2016 (date of the first revision surgery, during which the devices under review were implanted) and (B)(6)2020 (seventeen days before the second revision surgery) are considered relevant for this assessment. The anterior and the posterior edges of the vanguard tibial tray appear to be short of the anterior and posterior edges of the tibial plateau, respectively. The vanguard surgical technique recommends to select a [trial] tibial sled size that provides the best tibial plateau coverage. Posterior tibial osteophytes are visible on the mediolateral radiographs taken between the first and second revision. Radiolucency lines are visible below the tibial tray on the anteroposterior and mediolateral radiographs taken after (B)(6)2016. These and other radiolucency lines around the femoral component were reported in the radiographic evaluation recorded on (B)(6)2019 in the provided joint assist report, and were described in the medical record review form dated (B)(6)2021 as mild (1-2 mm) radiolucencies in tibial and femoral zones. An x-ray marker and bone cement are visible in the patella after the first revision surgery. This is different from the patellar implant observed on the radiographs taken prior to the first revision surgery. The medical record review form dated (B)(6)2021 states that a patella 34 small was implanted, which was not removed with the other vanguard components during the second revision. The joint assist report informs that a zimmer biomet 1 peg, 34 mm, standard thickness patella implant was used. The provided translation of the surgery notes recorded on (B)(6)2016 inform that the primary unknown implant was revised due to arthrofibrosis and loosening of the tibial component. The implant was revised to a vanguard 360 system, with a stemmed femoral component and a stemmed tibial tray. The provided translation of the surgery notes recorded on (B)(6)2021 lists loosening and osteoporosis gravis as diagnoses, and reports that patellar osteophytes were removed. Patient is female, was 52 at the time of first revision and 56 at the time of second revision, she weighs 60 kg and is 168 cm tall, with a bmi of 21.26 (normal). No activity levels were provided. The joint assist report provides the summary of the follow-up visits that the patient attended. The patient reported some level of pain and reduced function at all appointments. The medical record review form dated (B)(6)2021 lists previous revision due to aseptic loosening, bisphosphonate supplements changes bone matrix, healing time and properties and osteoporosis as factors contributing to the second revision. The manufacturing history records (mhrs) of the tibial tray, femoral component, polyethylene bearing, offset adapter, femoral stem and tibial stem have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. The instructions for use included with the vanguard components listed osteoporosis as a relative contraindication for the use of the implant and provided the following information: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. 5. It is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability. Stem extension and bone cement are available if additional fixation or stability are needed. Biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. Possible adverse effects: 4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity. Based on the information provided, it appears that sub-optimal component selection, and the patient¿s osteoporosis and use of bisphosphonate supplements may have contributed to the reported loosening of the vanguard system. Other contributing factors cannot be discussed without examination of the revised components. It was reported that these were disposed of during surgery and therefore could not be returned. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 161430 (initiating complaint) CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h1, h2, h3, h6, h10. Additional information received: initial surgeon: (B)(6), revision surgeon: (B)(6), hospital name: (B)(6), cement details: optipac 60 cement; item: unknown; lot: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial left total knee arthroplasty performed on an unknown date in 2007 with unknown product. The patient was revised (B)(6) 2016 due to aseptic loosening. At the three year follow up, radiolucent lines were noted on x-ray, and the patient continued to have moderate pain. The patient underwent a second revision of all components on (B)(6) 2021. The patient was then lost to follow up from the study due to the revision.

Manufacturer narrative:
(B)(4). Initial report. The product location is currently unknown. Associated products: medical product: vngd ssk 360 femur l 62.5, catalog #: 185283, lot #: 3432447 . Medical product: bmt splined knee stm v2 14x120, catalog #: 148317, lot #: 756260 . Medical product: bmt splined knee stm v2 18x40, catalog #: 148293, lot #: 033230. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on an unknown date with unknown product. The patient was revised (B)(6) 2016 due to aseptic loosening. At the three year follow up, radiolucent lines were noted on x-ray, and the patient continued to have moderate pain. The patient underwent a second revision of all components on (B)(6) 2021. The patient was then lost to follow up from the study due to the revision.